Manufacturer narrative:
Product analysis :visual and optical examination of the implant identified screw thread deformation on the ID of fractured hole, consistent with hyperangulation of the bone screw.

Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: cervical degenerative disc disease procedure: anterior cervical and discectomy fusion levels: c5-6 it was reported that on (B)(6) 2016, intra-op, surgeon decided to try and tamp implant more posteriorly into the disc space while caudal screw was already engaged in cage. Subsequently the 7mm peek interbody cage cracked. An 8mm lordotic peek cage and a cervical plate were used. No fragment of the products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.